Event description:
A tandem mobi cartridge alarm was reported by the customer, leading to high blood glucose levels exceeding 500 mg/dl. The exact numeric value was not specified, although it displayed as "high." To address this, the customer performed a correction injection using multiple daily injections (mdi). Technical support confirmed the cartridge alarm and guided the customer to remove the cartridge and administer a bolus, which was completed successfully. The customer was able to reload the original cartridge and resume insulin therapy, resolving the issue without the need for third-party assistance.